Event description:
Customer reports the softclix plus lancet will not retract and he accidentally stuck himself. No medical treatment given or required. No adverse event reported. The customer did not provide the location where the malfunction occurred. Requested return of suspect device replacement was sent.